Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that there is chipped piece on the back of the reamer drill, and cannot read the serial number was confirmed. An assessment was performed and found that the housing was broken around the serial number. It was determined that the assignable root cause was due to improper handling or the device being dropped. This is further defined as abuse, misuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during hip replacement surgical procedure, it was observed that the chipped piece on the back of the battery reamer/drill device came off. The reporter stated that the chipped piece did not fall near the patient. There were no delays to the surgical procedure as the actual device was used to successfully complete the procedure. I was reported that a spare device was not needed. There was patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as may 8, 2015 in the initial report. It has been updated to june 1, 2015. The manufacturer location was documented as unknown in the initial report. It has been updated as (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. (B)(4). The previous report stated the date of manufacture (dom) was unknown. It has been updated as sep 29, 2014. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.